Manufacturer narrative:
((B)(4) 2012) correction:the manufacturer was inadvertently set to lifescan milpitas, but it should be lifescan europe for the verio product.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch verio iq meter was displaying inaccurately low results compared to his back up meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at 6:57pm, the patient reported testing on his lfs meter and obtained a result of "211mg/dl" on his lfs meter and "326mg/d" on his back up ot ultra2 meter. Based on statistical methodology the calculated difference between the readings exceeds the expected value of <=30% or <=30mg/dl. The patient reported managing his diabetes with lantus 40 units before bedtime and aprida fast acting 2-3 units as needed. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient did not report any additional medical intervention above and beyond his normal diabetes management routine on the day of the alleged issue. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement and the patient was using an approved sample site to obtain the samples. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that a serious injury occurred. In addition, the patient performed a meter vs. Another meter comparison where the calculated difference between the results meets lfs criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.